Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 387 mg/dl. The caller also reported vomiting by the customer. The caller stated that the customer has many health issues. Troubleshooting was performed, and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.